Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels exceeded 30 mmol/l (>540 mg/dl) and ketones 6.6 mmol/l (118.8 mg/dl) while wearing the pod on the arm for between 5 and 24 hours. Patient noted they were stressed due to their husband being in the hospital. Patient experienced nausea, severe fatigue, disoriented and was unable to walk to their car. Patient believed they consumed 30 grams of carbohydrates and administered a bolus of 2.95 units of insulin before their condition worsened. The pod was removed at the hospital and the patient received an infusion of insulin and fluids for treatment. Patient was discharged on (B)(6) 2025. Pod was discarded.